Event description:
It was reported that the bronchovideoscope was culture tested and had a positive result for tuberculosis infection. It was also reported that there was a suspected patient infection. Additional information was requested but not available at this time. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. The device was tested negative by olympus; therefore the user request is not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. The likely cause of reported event was due to cause traced to user, which indicates that the adverse event caused partially or wholly by the user of the device including sample handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.